Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon device exchange during post ablation mapping with the ablation catheter in the sheath, air was aspirated, however, when the non-boston scientific (bsc) mapping catheter was removed, no air would be aspirated back. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return as it was disposed.